Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A leak was observed on a minicap transfer set. The leak was observed when the transfer set was opened. The location of the leak was further described as ¿at the twist clamp between the snap and the baby blue part/mainbody¿ (no further detail). On an unreported date, the patient¿s transfer set was changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.